Event description:
It was reported that as the physician was inserting and rotating the intraocular lens the haptic tore the capsule. Lens was removed, a vitrectomy performed and another iol implanted in the sulcus.

Manufacturer narrative:
The iol was received cut in 2 pieces with 2 distorted haptics. While the cause of this event has not been determined the results of our investigation reasonably suggest it is not manufacturing related. The lens met manufacturing specifications prior to release.